Event description:
Per a user facility medwatch form, stapler used on patient during previous surgery. Patient returned with leak at staple line. Device is not available for return. Additional information being requested.

Event description:
Patient had surgery in 2008. It was a total abdominal colectomy with an end ileostomy. During the case, a circular stapler was used. The following year, she had surgery again and a circular stapler was used. Donuts were inspected and were intact. Two months later, she had another surgery, an ileostomy closure. An open stapler and another stapler were used. One corner was unable to close, so physician sutured it and it looked okay. Nine days later, patient came back for an exploratory and colectomy. There was a question of an anastomotic leak, but there was no evidence of a leak. The following month, patient to or for an anastomotic leak. There was a small punctate leak in the staple line of the ileal anastomosis. No device is available. Unknown status of patient. No further information known regarding product codes and no way to check.

Manufacturer narrative:
Date sent: 10/23/2009. Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. User facility medwatch is attached. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
.